Manufacturer narrative:
Design anomaly in sw 2.4 and 3 .xx. Urgent medical device notification. Evaluation to be provided in a follow-up report.

Event description:
Customer reported that within the first minute of the procedure, they recognized that there were no mu values or time on the operator station display. They hit the "stop" button on the status console to terminate the procedure. The user then immediately contacted tomotherapy as instructed in "urgent medical device notice", dated august 10, 2009. The customer reported there was no pt injury. The pt was successfully retreated later that day. Tomotherapy's investigation revealed that radiation was appropriately delivered up to the time the procedure was stopped by the user, even though there were no values in the treatment status fields on the os display. The hi-art system then did not update the procedure from a "scheduled" to an "interrupted" status as expected after a system reboot. In this very rare situation, if the procedure were restarted the entire fraction will be delivered. The exact cause of this issue is unk at this time. The investigation is ongoing.